Manufacturer narrative:
Results: the benchmark was fractured approximately 2.5 cm from the hub underneath the strain relief. The benchmark was ovalized approximately 60.0, 91.0, and 96.0 cm from the hub. The benchmark was damaged and, therefore, could not be functionally tested. Conclusions: evaluation of the returned benchmark revealed that the catheter was fractured and ovalized. If the device is forcefully manipulated at extreme angles during use, damage such as this may occur. Further evaluation of the returned device revealed that the catheter shaft was ovalized. If is forcefully gripped or pinched during insertion damage such as this may occur. The non-penumbra sheath identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the benchmark bent at the hub as the physician was advancing it into the non-penumbra sheath within the patient and, therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.